Event description:
It was reported that during an unknown procedure, it was observed that the handle would not locked. The jaws would not closed. No further information provided. There were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/25/2025. B3: only event year known: 2025. D4: batch #591d89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. No functional test was performed as the device would not close. Upon disassembling, the pin clamp trigger was not properly inserted, not allowing the device to closed. The condition noted on the device has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9827n, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 591d89, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.